Manufacturer narrative:
Manufacturing review: a further clinical review of the event details was completed and a change in the MDR reportability was identified. A manufacturing review could not be performed as the serial number is unknown. Visual/microscopic inspection: the device was not returned, therefore, a visual/microscopic inspection could not be performed. Functional/performance evaluation: the device was not returned, therefore, a functional/performance evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the complaint investigation is confirmed for a translation error in the french version of the operators manual. Based on the results of the investigation, the translation error occurred prior to bpv acquisition from senorx. Based on the available information, the definitive root cause is unknown. Labeling review: the current encor control module instructions for use (IFU)provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the systems operation manual has a translation error within the routine maintenance section of the french version. There was no patient involvement.